Event description:
It was reported that a motor drive unit engine was overheating. It is unknown whether this problem was noticed in a surgical environment or not; therefore, patient involvement has not been confirmed. No further information.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection found no issues. A functional evaluation found the motor works correctly and does not overheat. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Based on this investigation, the need for corrective action is not indicated.